Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the surgeon had difficulty with a trochanteric reattachment device. The surgeon was unsure how to use the trochanteric attachment device and tried to use it on his own unsuccessfully. The device was removed from the patient. The procedure and patient outcome is unknown. Patient was scheduled for a follow up surgery on another date. This report is for a titanium (ti) trochanteric reattachment device with cables. This is report 1 of 1 for (B)(4).